Manufacturer narrative:
Updated data: b5. D. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329; product ID: d-ev olutfx-2329; lot: 0012886146; UDI: (B)(4); manufactured date: 2025-06-24; use by date: 2027-06-24; implant date: n/a; FDA site ID: 9612164. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, following the implantation of this 26 millimeter (mm) transcatheter bioprosthetic valve, before the vascular access site was closed, the valve dislodged into the ascending aorta. Subsequently, a second valve was implanted in the correct position. No patient symptoms or complications were associated with this event. Additional information was received that during the procedure, a non-medtronic guidewire was used. Prior to the implant of the valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon. During the implant of the valve, the deployment starting point was at the mid pigtail, and there were positioning difficulties noted while deploying the valve from the delivery catheter system (dcs). After the valve was fully released from the dcs, the dislodge occurred. After dislodgement, the valve was above the sinotubular junction (stj) in the ascending aorta. The same dcs was used to implant the second valve. Per the physician, the valve was shallower than intended and the valve was probably deployed above the annulus which caused/contributed to the dislodge, and the dcs can be excluded as a contributing factor. There was nothing in terms of patient anatomy that contributed to the dislodgement.

Manufacturer narrative:
D10. Continuation- concomitant medical devices in use during the event include: brand name: deliv sys d-evolutfx-2329; medtronic product ID: d-evolutfx-2329 (lot number unknown); product type: 0195-heart valves; used date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the implantation of this 26mm transcatheter bioprosthetic valve, the valve was deployed at an implant depth of 2mm on the non-coronary cusp and 2mm on the left coronary cusp. However, before the vascular access site was closed, the valve dislodged into the ascending aorta. Subsequently, a second valve was implanted in the correct position. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Updated data: h6. Annex b code was added pertaining to the dcs. Annex c code was updated pertaining to the valve/system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.